Manufacturer narrative:
Submit date: 06/01/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding unit. Customer reports that the unit will not power or will power on for a few seconds and power off. No patient involvement.

Manufacturer narrative:
Submit date: 10/18/2016 an investigation of kangaroo k924 pump was performed for the reported condition of; the unit will not power or will power on for a few seconds and power off. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to the unit¿s battery not holding a charge; the unit¿s battery was replaced. The unit was then fully tested; unit passed all testing. The unit was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of will not power or will power on for a few seconds and power off. The unit was triaged and the customer¿s reported condition was confirmed. The root cause of reported condition was due an issue with the battery. This is typical routine maintenance. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.